Event description:
(B)(4). After placement, excessive bleeding. Dr advised nova sure for cauterize the lining of the uterus. Essure cool on the right side migrated in the first 3 months. 7 years later after years of pain and complaints, I switched doctors and it was discovered the right coil perforated the toluene and lodged in the ligament surrounding the uterus. A softball size mass was also found inside the uterus. A combination of the two procedures resulted in a mass of blood continuously growing. Had the blood escaped the uterus, septicemia could have set in, resulting in death. As a result, a hysterectomy was required. Thankfully ovaries were left in place.